Event description:
Boston scientific received information that the right ventricular lead exhibited undersensing. The lead was explanted. A new lead was implanted in the patient as replacement. No adverse patient effects were reported. The hospital kept the lead. As the lead will not be returned for analysis, the clinical observations cannot be confirmed. The provided explant and event dates are chronologically impossible. Therefore, they will not be included with this report.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore, the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.